Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose. Customer's blood glucose was 50mg/dl and treated. Assisted customer in priming his pump, checked blood glucose again and it was 72mg/dl.